Manufacturer narrative:
It was reported that during a crisscross fusion, that the distal tip of the reamer broke off. The surgeon was unable to remove the broken piece thus leaving the broken fragment in the patient. The surgeon made the decision not to implant the second screw. The hospital disposed of the reamer thus no product will be returned for evaluation. No further details are known at this time. No product was returned for evaluation therefore no conclusions to the cause of the event can be determined.

Event description:
It was reported that during a crisscross fusion, that the distal tip of the reamer broke off. The surgeon was unable to remove the broken piece thus leaving the broken fragment in the patient. The surgeon decided not to implant the second screw. The hospital disposed of the reamer thus no product will be returned for evaluation. No further details are known at this time.